Event description:
During three pediatric surgeries (two pts) anesthesia needed to be increased as the pts "lightened up", swallowed and moved slightly. After the third time the surgeon, anesthesiologist, and crna felt equipment could be the problem and asked that MFR be notified. No adverse outcome to the pts identified.